Event description:
Case description: this spontaneous report originating from canada as received from a consumer refers to a male patient of unknown age. In (B)(6) 2013 the patient started therapy with dimethyl ether (+) propane (dr. Scholl's freeze away common and plantar wart remover), lot # 27381-53 for wart removal. No other co-suspects were reported. No concomitant medications were reported. The patient used this product in (B)(6) 2013, (B)(6) 2013 and just recently at each time for the recommended number of days for wart removal on his finger. The patient stated that after using it each of the separate time period he experienced vision loss (disability) and blurry vision. Also even after using is 3 separate periods, it never removed the wart on his finger. Therapy with dimethyl ether (+) propane (dr. Scholl's freeze away common and plantar wart remover) was interrupted. The outcome of vision loss was reported as not recovered/not resolved. The outcome of never removed his wart is unknown. Therapy with dimethyl ether (+) propane (dr. Scholl's freeze away common and plantar wart remover) was restarted and vision loss and blurry vision recurred. The outcome of never removed his wart is unknown. For dimethyl ether (+) propane (dr. Scholl's freeze away common and plantar wart remover), the lot number was reported as 27381-53 and the serial number is not available. Additional information is not expected.